Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test due to faulty force sensor resistor. Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion test. No motor error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, missing end cap sticker, and cracked case near display window corners were noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 215 mg/dl. The insulin pump was worn in a CT scanner. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.